Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of thrombosis is a known adverse event listed in the graftmaster otw instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the posterior tibial artery and the left anterior tibial artery that are occluded. A perforation occurred during predilatation with a non-abbott balloon catheter requiring long balloon inflations for treatment; however, there was still residual extravasation observed. The graftmaster stent was placed successfully to treat the perforation; however, the artery was now totally occluded. It was felt that the thrombotic occlusion was due to the reversal of anticoagulation and prolonged balloon inflation. Aspiration thrombectomy was performed; however, the vessel remained closed. The patient had no neurological loss in the left foot and there continued to remain a good posterior tibial pulse. The procedure was concluded. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: regalia, viper. Guide cath: 014 quick-cross. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.